Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The machine, a fresenius 2008k machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the dialyzer leak was visible. There was visible damage seen on the dialyzer and stated that the dialyzer was cracked. The patient¿s estimated blood loss (ebl) was approximately 100 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, the cavity ID end header cap of the dialyzer was observed with multiple cracks on the threaded area, from approximately 310° to 110°. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints were reported by the same clinic as the current event (mentioned above) and address external leaks with no samples. There are no complaints of any kind reported by any other customers. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Corrections: h6

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The machine, a fresenius 2008k machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the dialyzer leak was visible. There was visible damage seen on the dialyzer and stated that the dialyzer was cracked. The patient¿s estimated blood loss (ebl) was approximately 100 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The machine, a fresenius 2008k machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the dialyzer leak was visible. There was visible damage seen on the dialyzer and stated that the dialyzer was cracked. The patient¿s estimated blood loss (ebl) was approximately 100 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.